Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request. The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID vk_20240416_05 and consisted of a field safety notice fsn 2023-cc-src-039. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A bipap a40 ventilator was returned to a third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. Device evaluation by the third-party service center indicated a ventilator inoperative device error code was present in the error log indicating failure of the outlet pressure sensor. The issue would require replacement of the device printed circuit board assembly to address the issue. However; the customer requested the device be scrapped. No parts will be replaced. There were no visible foam particles in the device assembly. The device has been scrapped as per the customer's request.